Event description:
Report received of an independent change in the rate and the vtbi (volume to be infused). The pump was returned to the user facility's biomedical engineering department with an unsigned note indicating, can't clear volume on channel b. During testing, the biomedical engineer programmed channel b to deliver at an unspecified rate. After the control knob was turned to the set vtbi position, the vtbi display screen indicated the numeric value for the programmed rate. The biomedical engineer also stated that after the vtbi was programmed and the control knob was turned to the set rate position, the rate display screen indicated the numeric value for the programmed vtbi. There were no reports of any alarms during testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.